Manufacturer narrative:
Visual and functional analysis were performed to the returned device. The reported plunger retraction was not confirmed. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of a right common femoral artery with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, after depressing the plunger, the plunger/needles would not retract. A cutdown was performed to remove the device. After the tavr procedure, hemostasis was achieved via manual suturing. A clinically significant delay was reported. There was no reported adverse patient sequela. No additional information was provided.